Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain, fibrin and cloudy effluent. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. On the same day as the event onset, the patient was treated with amikacin and cephalothin (intraperitoneal, ongoing, dose, frequencies not reported) for peritonitis. At the time of this report, the patient was not recovered from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow up, it was reported that the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.